Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump shut off unexpectedly. They stated that it did not alarm. Mmd did follow up with the initial reporter, and they stated that the patient had not had any adverse effects due to the complaint. No additional information was provided. (B)(4)